Event description:
It was reported to medtronic neurosurgery that occasionally during patient checkups it was found that the pressure level settings had changed from what they are originally set at. The exact number of times this had occurred was not reported.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompanies the device cautions that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Additionally it states that the valve function and performance level setting should be checked in the event that the valve is subjected to significant mechanical shock or trauma. All valves are 100% tested at the time of manufacture.